Event description:
Two (2) st. Jude aortic valves, 21mm and 23mm were wasted because surgeon was unable to rotate either valve. Valve that was implanted (23mm st. Jude), was also not able to rotate. The third valve is still implanted in the pt. Final outcome unknown. (Expiration date of implants: (1) 5/19/2004 (2) 10/9/2000).